Manufacturer narrative:
The reagent lot numbers are: glucose hk gen.3 - 919277 creatinine plus ver.2 - 941539. The field service representative inspected the module and found a leak in the rinse unit tubing. He replaced this part. The investigation determined that the event is consistent with a hardware issue (leak in the rinse unit tubing). The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionable glucose hk gen.3 and creatinine plus ver.2 assay results for some patient samples tested on the cobas 8000 c702 module. The reporter provided the following examples of discrepant results: glucose the low result was 2.150 mmol/l. This result was deemed incorrect. The high result was 5.750 mmol/l. Creatinine the low result was 9.000 umol/l. This result was deemed incorrect. The high result was 75.000 umol/l.